Event description:
The manufacturer received from (B)(6) an incident user report. The incident user report states the following: "at the time of the test - repositioning step it was observed after removal of the test inlay green abrasion chips within the humerus shell. The chips were retrieved completely and easily, there was no harm or injury to the pt."

Manufacturer narrative:
The manufacturer did receive the device for review and the investigation is ongoing. The device history record were reviewed and found to be conforming. As soon as additional info becomes available and an investigation result be available, an amended medical device report will be submitted. Zimmer reference number (B)(4).